Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker exhibited rapid battery depletion. Engineering analysis revealed that the device had an increase in power consumption. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.